Event description:
It was reported via phone that prior to insertion, pretesting was done without issue. The catheter was inserted into the right radial and obtained flash. However, when trying to remove the swg, it began to unravel. The catheter and swg was removed in its entirety, and a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.